Event description:
The customer reported via phone call that his insulin pump was not alarming no delivery and his blood glucose was going up. Customer's blood glucose level was 504 mg/dl. The customer had no high blood glucose symptoms. The insulin pump had a small scratch on top of the act button. The high pressure test passed on the second try. The down arrow button on the insulin pump was hard to press. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reference medwatch 3004209178-2015-54518 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.